Event description:
It was reported that during a da vinci-assisted the right hemicolectomy surgical procedure, the 8mm fenestrated bipolar forceps (fbf) instrument was noticed to have the bipolar cable broken. The procedure was completed with no report of patient harm, adverse outcome or injury and with a delay of less than 15 minutes. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was a loss of the cautery intraoperatively. Suddenly, it no longer worked. There was no sign of thermal damage at the break point. No arcing was visible.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken. No signs of thermal damage were observed.

Event description:
Refer to h11 for follow-up information.